Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her paddle lead on (B)(6) 2010. It was reported that the patient does not feel coverage where she needs it. She feels stimulation in her legs and buttocks with original lead position but needed stimulation in her back. As a result, the doctor moved the lead from t9-t10 to t8-t9 on (B)(6) 2011. Stimulation was captured post-op. The lead revision resolved the issue.